Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("smelly discharge"), mood swings ("mood swings") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the pelvic pain, weight increased, vaginal discharge, mood swings and headache outcome was unknown. The reporter considered headache, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.